Event description:
It was reported an asymptomatic patient presented in clinic for a routine generator change due to normal elective replacement indicator. During the procedure, the physician noted an insulation breach on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. No electrical anomalies were noted prior to or during the procedure. The patient was stable after surgery.

Manufacturer narrative:
Device manufacture date should have been (B)(6) 2008.